Event description:
A reset alarm was reported after the pump was turned on when checking the pump history. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.